Manufacturer narrative:
The user was hospitalized following a reported hypoglycemic event while using the ilet. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data demonstrated that the majority of cgm glucose readings were within range during the reported timeframe and did not show sustained hypoglycemia corresponding to the reported symptoms. Based on available information, the hospitalization was attributed to non-device-related clinical factors, and the device problem was excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 27-jan-2026 it was reported that on (B)(6) 2026 the user was hospitalized following hypoglycemia with blood glucose (bg) levels reported as low as 55 mg/dl. The user was transported by emergency medical services and treated during hospitalization. The user was discharged (B)(6) 2026, and no long-term health effects were reported.